Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of the routine hemodialysis treatment. Air was observed in both blood lines. Treatment was discontinued without performing rinseback, resulting in an estimated blood loos of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the reported blood loss to user error. Air was most likely introduced into the circuit while making patient connection or not adequately removed during prime. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has provided additional training regarding patient connection procedures. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.